Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2022 during which the surgeon noted an abscess cavity was encountered, leading to the herniorrhaphy mesh. A combination of sharp dissection with metzenbaum scissors and electrocautery was used to release the mesh from the underlying fascis; the mesh was also fused in places to the underlying bowel. The dissection was very tedious and several area of serosal injury were repaired in the small bowel. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.